Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions about the reported event with the provided information. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Event description:
Patient reported that he has cellulitis, can't bend his knee, high white count, and scar tissue, but has not been revised. Update rec'd (B)(6) 2014- der received. Patient was revised because of pain. It was noted, all components were well fixed. The MDR decision has been reversed. The unknown knee has now been reported as a femoral component and an insert has also been reported. The complaint was updated: (B)(6) 2014.